Event description:
A nursing tech reported the viscous fluid control (vfc) function was unavailable during a procedure. The silicone was injected manually and the case was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the system and found no problem. The system was then tested and met all product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).